Event description:
Overdelivery reported. The pump was set to infuse heparin 20,000u/500ml d5w at 26ml/hr. The entire container reportedly infused within one hour and 45 minutes. The pt was transferred to the intensive care unit for observation and received protamine sulfate. She had a small 5 cent sized hematoma on her lip, and developed a 10cm x 10cm ecchymosis to her left antecubital area. She was discharged home without adverse sequelae on 8/9/97. No add'l info was available.